Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician found a kink in the catheter, so the catheter was replaced with a new one and successfully implanted the left ventricular (lv) lead. When the catheter was cut, the lv lead slightly dislodged. The patient's heart failure became severe at that point and the lead could not be repositioned and was not implanted. No patient complications have been reported as a result of this event.